Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked case at the display window corners, cracked battery tube theads and minor scratches on the display window.

Event description:
Customer called to report that the insulin pump alarmed failed self-test. Customer's blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed. Assisted customer with performing a self-test and the self test passed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.